Event description:
It was reported that while the stimulation was turned on it was causing the patient more pain that it was helping. The patient suspected a lead migration. There had been no falls or accidents. The patient was going to talk to their doctor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# j0421682v, implanted: (B)(6) 2005, product type: lead. Product ID: 3998, lot# j0421682v, implanted: (B)(6) 2005, product type: lead. (B)(4).